Event description:
Failed locking mechanism of polyethylene insert rtka. Returned to surgery (B)(6) 2012. Implants: stryker triathlon size 7 femur cruciate retaining; stryker triathlon size 6 tibial base plate; 9mm cruciate retaining polyethylene insert; asymmetric size 32 all polyethylene patellar button.